Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in shock impedance from 80 to 150 ohms. This increase was observed via the remote monitoring system. The patient will continue to be monitored until the next scheduled follow-up. This rv lead and the implantable cardioverter defibrillator (ICD)remain in service. No adverse patient effects were reported.

Event description:
Additional information was received that, per the recommendation of boston scientific technical services, high output pacing was performed. This pacing had no effect and the shock impedance remained high. A comanded shock has been scheduled. No adverse patient effects were reported.

Event description:
Additional information was received that two comanded shocks were performed. The first shock returned an in range shock impedance. The second shock resulted in an code indicating an open circuit was detected during shock delivery. The physician has elected to perform a system revision, however, no date has been set at this time. No additional adverse patient effects were reported.